Manufacturer narrative:
The technician discovered that the power cord was damaged at the shielding, and had exposed wires causing a short circuit. The power cord was replaced, along with the power supply board, which resolved the issue. The bed operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the pump would not run on this bed. While exchanging the power supply board, the bed short circuited, causing the power supply to burn up immediately.